Event description:
Pre-op + post op dx: s/p bil breast reconstruction with implants. Info from h&p 8/8/94. 1992 stacked polyurethane implants inserted at hospital. Post op developed an unexplained febrile course treated with antibiotics. She now c/o burning in chest, diffuse joint pain, difficulty sleeping, and general "tired feeling", and is now unable to work. Consultation done at another hospital concludes that this may be an autoimmune disease. MRI done at the hospital (no date avail). Shows "some discontinuity of left fibrous capsule."